Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow up report will then be issued.

Event description:
Provider alleges the consumer alleges when leaving temple they were going through a doorway and the chair allegedly fell over and landed on the consumer.